Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "the device related to the reported event of capsular contracture was received on august 24, 2021 with lot number 3304605. Visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process." The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii/IV".

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV". Device has been explanted. Healthcare professional reported treatment with "montelukast."